Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "upstream occlusion test fail" was not reproduced. The device was tested for upstream occlusion detection with passing results. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as the upstream fluid numbers were found out of specification and unable to be calibrated. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the upstream occlusion test. This occurred during testing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6(add code), h11. H11: a review of the event history log revealed multiple occurrences of "upstream occlusion!" Alarms. However, upstream occlusion detection testing failures could not be determined through the log. Should additional relevant information become available, a supplemental report will be submitted.